Event description:
It was reported to the aci sales professional that a "large" female patient underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. The patient was anticoagulated with angiomax peri-procedure. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Post procedure, the physician who was trained to the mynx procedure, used the device for femoral arterial closure. It was reported that post procedure, a large hematoma measuring more than 6 cm developed at the access site. The hematoma was initially hard to identify because the patient had a large panniculus. The physician applied 90 minutes of manual compression followed by application of a femostop in conjunction with a 12-hour bed rest. The hematoma was resolved and the patient was ambulated and discharged to home the following day, a standard protocol for intervention procedures. There was no reported patient clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1112205) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.